Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrating into uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bled 7 months straight"), cyst rupture ("ruptured cyst"), night sweats ("night sweats"), migraine ("migraines"), pelvic pain ("pelvic pain"), back pain ("back pain"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), fatigue ("severe fatigue") and dyspareunia ("sex hurts"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage, cyst rupture, night sweats, migraine, pelvic pain, back pain, arthralgia, feeling abnormal, fatigue and dyspareunia outcome was unknown. The reporter considered arthralgia, back pain, cyst rupture, device expulsion, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, migraine, night sweats and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrating into uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bled 7 months straight"), cyst rupture ("ruptured cyst"), night sweats ("night sweats"), migraine ("migraines"), pelvic pain ("pelvic pain"), back pain ("back pain"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), fatigue ("severe fatigue") and dyspareunia ("sex hurts"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage, cyst rupture, night sweats, migraine, pelvic pain, back pain, arthralgia, feeling abnormal, fatigue and dyspareunia outcome was unknown. The reporter considered arthralgia, back pain, cyst rupture, device expulsion, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, migraine, night sweats and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, back pain, cyst, fatigue, feeling abnormal, migraine, night sweats, pelvic pain and uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.